Event description:
It was reported that the patient lost their recharger and did not charge the device. The implantable neurostimulator (ins) depleted due to patient non-compliance. The ins had reportedly been dead for "quite some time" and was unresponsive to telemetry attempts by the physician and patient programmers as well as the recharger. The reporter indicated that a revision had been planned for the day of the report to replace the battery. Additional information was received which reported that the ins was replaced and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot# j0455226v, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).